Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. The customer received instructions on how to reset the pump from technical support, and after resetting, the error did not occur again. The customer was able to successfully start their sensor session.